Event description:
Revision of biolox delta modular head due to subsidence of the femoral component after 5 months.

Manufacturer narrative:
(B)(4) final report. During the revision surgery, it was noted that the remaining acetabular and femoral components were well fixed. The device manufacturing records were reviewed and it was confirmed that the device conformed to dimensional and material specification. A third party review was performed and it was concluded that the initial subsidence of the stem was likely to have been due to undersizing of the stem. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Revision of biolox delta modular head due to subsidence of the femoral component after 5 months.

Manufacturer narrative:
(B)(4). Initial report. Device manufacturing records, pre-revision and post revision x-rays and patient notes to be reviewed. During the revision surgery, it was noted that the remaining acetabular and femoral components were well fixed. Please note: this report was filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.